Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The 3.5x16 mm graftmaster referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the percutaneous coronary intervention (pci) began on the evening of (B)(6) 2019 with three drug eluting stents implanted in the left anterior descending coronary (lad) artery. Pci was being performed in the right coronary artery when the patient began to decompensate with a decrease in blood pressure. Defibrillation was performed and a full code was called. A non-abbott covered stent was implanted in the lad, but fluid continued to drain from the pericardial drain. At 12:52 a.m. On (B)(6) 2019, the perforation in the lad was addressed again and two graftmaster stents (3.5x19; 3.5x16) were implanted, but these did not seal the perforation. Fluid continued to drain from the pericardial drain. The pci was completed on (B)(6) 2019. An extracorporeal membrane oxygenation (ECMO) catheter and mechanical ventricular support were in place. On (B)(6) 2019 the patient was unresponsive and a stroke was identified. The stroke was due to a large thrombus in the aortic arch coming from the ECMO catheter. The patient was not a surgical candidate to treat the thrombus surgically and the patient was made a 'do not resuscitate'. The patient expired on (B)(6) 2019. In the opinion of the physician, the graftmasters did not cause/contribute to the adverse patient effects. No additional information was provided.